Event description:
(B)(4). Due to the essure perforating my rt fallopian tube and my issues related to essure. Chronic pelvic pain, lower back pain. Heart issues (syncope). Low libido, hair loss, metallic mental urine smell, leg cramps I had to have a full hysterectomy on (B)(6) 2015.

Event description:
(B)(4). I've had chronic pelvic pain and diagnose with syncope.